Manufacturer narrative:
Reliability analysis inspected 2 opened/used products at the quick release and septum side using a new lab. The infusion sets quick release needle side performed hand prime using new lab reservoirs. They saw diluent flows through the infusion set and out the catheter tip. Infusion sets passed per inspection. They also both had bent cannulas. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's nurse reported via phone call that the customer had a no delivery alarm this morning. The battery was changed and customer was given a manual bolus. Customer was sitting in class when she got another no delivery alarm. Customer's blood glucose was 161 mg/dl. Customer stated that the cannula was bent. Customer was advised to return the set for analysis. Caller stated that she cares for amanda throughout the week but she goes home on the weekends.